Event description:
Patient had a magnetic resonance procedure. The patient's left shoulder was first scanned without incident. The procedure continued on the right shoulder. The scanning was stopped when the patient complained of heat. The next day the patient went to the emergency room. The patient received second degree burn on the right shoulder with two blisters. The blisters were from a quarter to a half dollar size. The injury was treated with burn cream and wrap.